Event description:
During the procedure, air was noted upon fluid aspiration and blood was leaking around the valve. Visual inspection revealed the valve was displaced into the handle of the agilis. Transseptal was performed using a non-abbott (versacross) connect dilator and wire. The sheath was replaced with a non-abbott sheath and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected; a tear was noted in the side wall of the seal. A corrective action was initiated to investigate the failure mode of the agilis leak.